Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving gablofen (2000 mcg/ml at 527 mcg/day dose) via an implantable infusion pump. The indication for use was unknown. It was reported that the patient experienced an increase in spasticity over the past several months. The catheter access port (cap) was accessed on (B)(6) 2022 and (B)(6) 2022 without any success. Increasing infusion rate up to 527 g every day did not result in an improvement in the patient¿s increased spasticity. Upon disconnecting existing catheter from pump replacement due to elected replacement indicator (eri), no retrograde flow of cerebrospinal fluid (csf) was obtained. Proximal catheter cut above sutureless connector and no retrograde fluid csf obtained. Catheter cut at spinal incision below the anchor and no retrograde fluid of csf obtained. The catheter was replaced on (B)(6) 2022. The issue was considered resolved at the time of report. The status of the patient was ¿alive - no injury¿ at the time of report. Other patient medications included tylenol, oral baclofen is needed, wellbutrin, dantrium, zinc oxide cream, cymbalta, neurontin, ibuprofen, lidocaine patch, provigil, michael staten powder, prilosec, psyllium powder, docusate, ambien.

Manufacturer narrative:
Device evaluated by MFR: the catheter was returned, however analysis has not yet been completed. Once results are made available, a follow up report will be sent. Concomitant medical products: product ID 8781 lot# serial# (B)(4), implanted: (B)(6) 2015 explanted: (B)(6) 2022 product type catheter. Product ID 8781 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: (B)(6) 2022 product type catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 09-jul-2017, UDI#: (B)(4); product ID: 8781, serial/lot #: (B)(4), ubd: 09-jul-2017, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the catheter was returned and analysis identified a kink in the body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.